Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a bowel anastomosis procedure, ecs29 was inserted through rectum and anvil was secured to device from open abdomen. Anvil was attached to the device. The device was closed as instructed and fired. The surgeon heard a crunch and went to remove device as instructed. Device would not release off of tissue. In looking at anastomosis, it was realized that the tissue was not cut but was stapled. The surgeon assumed knife blade did not fully come out of device to properly cut the tissue. The surgeon ended up cutting anvil end of the bowel out to remove device. Another device was pulled and used successfully as instructed. No patient consequences were reported.